Event description:
The reported description of this complaint notes that the monitor failed to alarm when there was no pt heart rate recorded. No pt harm/injury has been reported.

Manufacturer narrative:
(B)(4): the reported description of this complaint notes that the monitor failed to alarm when there was no pt heart rate recorded. No pt harm/injury has been reported. Philips is in the process of obtaining additional info concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is completed.